Manufacturer narrative:
Most recently, information was received that during chest x-ray review, fracture on the proximal portion of the lead was evident. This lead was surgically abandoned as a result.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. The investigation remains open. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead along with the cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range lv pace impedance. The patient also described a sensation of pain beneath the area of their device's location. Further troubleshooting was to be done in the near future, including chest x-ray.